Manufacturer narrative:
H6: investigation summary: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. A bd system support engineer (sse) reviewed the logfiles and identified that parts needed to be replaced (edb, mib, power supply, dcb) along with ups and upgrade the software. The temperature readings were showing ambient temperature is fluctuating throughout the day. At some points, the instrument operates below temperature listed under the instrument specifications (18-30). The fp occurred at lowest temperature of 14 degree c. Requested region asks customer to stabilize lab temperature for better results. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is an unconfirmed failure of a bd product. The root cause is low temperature. No new trends, risks, or hazards were identified as a result of the complaint. H3 other text : see h10.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged 7 false positives were obtained. Differential testing done to confirm results. Results were not reported and there was no report of patient impact.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged 7 false positives were obtained. Differential testing done to confirm results. Results were not reported and there was no report of patient impact.